Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and found that the universal serial bus (usb) is contaminated. The customer complaint was confirmed. A root cause was determined to be a contaminated usb connector.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the battery in the receiver possibly exploded on (B)(6) 2016. Patient's mother stated that when she looked into the charging port, a substance that looked like toothpaste was oozing out of the port. No additional event or patient information is available.